Event description:
It was reported that during a surgical procedure at the user facility, the middle of the drill was overheating after having been in use intermittently for 3 minutes. No further information was provided by the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.